Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the pump was not working due to suspected fluid loss. The location and source of the fluid loss was not identified. All the components from the previous aus were removed and replaced, and the original balloon was drained and left behind in patient. No patient complications were reported.